Event description:
Received a letter from the FDA on 11/07/06, alerting us that a facility had submitted a medwatch report to them. The letter itself is dated 10/18/06 and the receipt date of the facility's report to the FDA is 10/06/05. The report states that a shoulder repair was performed on a pt in 2004. Subsequently, the pt re-injured the shoulder. A cat scan had to evaluate the issue, and during the evaluation processes, it was noticed that there was some metal in the area of the original repair. A 2nd surgery was performed in 2005 to repair the re-injury, which was unrelated to the metal fragment within the pt's body. The foreign body was removed and the repair was concluded successfully without further issue or harm to the pt. At this time, it was concluded that the metal fragment was a portion of the distal tip of an arthroscopic instrument used in the original surgery. In the report, the device model is incorrectly identified, the mitek ce licensing number is attributed as the model number. However, the lot number was supplied and a search into the build records identified a specific device. The report does not identify a specific facility, but does list the risk managers name and telephone number. A call to the risk manager for some clarity; was this previously reported to mitek, did they know the correct model number of the complaint device, how was it concluded that the recovered fragment was from one specific instrument and what happened to the device; was not successful, the manager felt ill at ease talking about the issue with the MFR and could not supply any answers.

Manufacturer narrative:
The complaint rec'd the facilities complaint via notification from the FDA. The incident took place 2 years ago and the allegation is against a single use device which has been discarded by the facility. The facility is reporting that there was no pt harm due to the issue and there is no further info to the contrary. This notification is the only notification of this event, the facility did not report this to mitek at the time of event, nor subsequently. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 349 devices that were relased to distribution. We cannot verify that the complaint device was indeed a mitek instrument, nor can we discern a root cause for the reported failure mode. No further action is warranted.